Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels increased to 26 mmol/l (468 mg/dl) after approximately 5-24 hours of pod wear on the leg. The mother noted that the infusion site was swollen and hard, and upon pod removal, blood and purulent discharge was observed at the cannula insertion site. A new pod was applied, and the patient successfully resumed therapy. No medical intervention or treatment was reported. The device was returned for investigation, and an external cannula tear identified.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin infection and no issues were found. The exact cause of the reported infection could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.